Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) had a bulge. The pump and right cylinder were explanted and replaced. There were no additional patient complications reported.